Event description:
It was reported that externalized conductors were found during change out due to normal battery depletion. The patient was asymptomatic. Low high voltage lead impedance was observed. The lead was capped and replaced. Patient condition after the event was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.